Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #36 failed because it fractured at the head after 3 years of crown placement. The doctor reports that the procedure was not concluded by placing another implant.